Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg and surgical lead, on (B)(6) 2010. Her ipg was previously explanted and replaced on (B)(6) 2010 (reference manufacturer report: 1627487-2010-02462). It has now been reported that the patient's charger cannot locate the ipg, and the ipg battery icon is 1/2 full. The patient stated that she had lost 20 pounds and that the ipg seemed to be slightly angled in the pocket. Follow up on the patient found that a replacement charger and troubleshooting efforts did not resolve the issue. It was reported that on (B)(6) 2011, the ipg was able to be charged when the patient was lying down. It was reported that the physician and patient discussed the patient's plan to lose several more pounds to reach her weight loss goal. The physician stated that the charger issue would need to be readdressed at that time. If the issue has not resolved, then a ipg pocket site revision will most likely be scheduled.